Event description:
It was reported to hamilton medical ag, that: the customer has experienced intermittent issues with certain breathing circuit sets (pn 260127 / ln 202096) used in their cardio pulmonary department. Circuits associated with these events were returned to the biomedical engineering (biomed) department for evaluation. Upon testing, the ventilators passed functional checks; therefore, the customer initiated tracking of circuit lot numbers to identify any common factors. Lot number 202096 was identified as the common factor among the affected circuits. When these circuits were evaluated, the exhalation valve consistently generated obstruction alerts, a condition that was reproduced on three separate ventilators, with the same alert occurring each time, indicating a recurring issue associated with the circuits. Patient involvement with no medical intervention and no patient, user or third party harm was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing. Hmag reference number: fsca-2026-05-03. FDA reference: res 99028.